Manufacturer narrative:
Continuation of medical devices: w1dr01 ipg implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. High thresholds were also observed. The lead remains in use. No patient complications have been reported as a result of this event.